Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a white particle floating in the solution. The particulate matter was located upstream to the product filter. The device was compounded with colismethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 1, 2015- april 2, 2015. The device was returned for evaluation. Visual inspection noted particulate matter approximately 1.09 mm in length, floating in the fluid of the bladder. Ftir spectroscopy identified the matter as acrylic material. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.